Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows two ligaclip from top view and the jaws of first liga clips appears to be damaged. The second photo shows a blue reload with three clips reload and one that appears to be not properly formed. However, the quality of the photo is not clear. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results confirmed that the lx107 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. It is possible that the damaged was due to an improper handling of the device. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a myocardial revascularization, the clips fell after being applied to the artery. After applying the clip to the artery, it continued to bleed. The surgeon stopped using the product and placed a ligature. To continue with the procedure, another similar product was used. The procedure was prolonged in 30 minutes. The blood loss was scarce, 10 drops. No blood products/transfusion was given. There was no change in the patient¿s post-operative care due to this issue. There were no patient consequences.